Manufacturer narrative:
This device remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker was programmed to vrr and when the patient excercised in the physician's office on a treadmill, the device ventricular paced. The physician inquired why this happened and a boston scientific technical services (ts) consultant explained that it could be due to the vrr mode. The physician was unhappy, as it was intermittently pacing on the t-wave. All lead measurements were normal. Boston scientific crm received new information one year later indicating that this patient has retained legal counsel and filed a lawsuit. The legal claim asserts the device was programmed inappropriately at implant and the pacemaker was not functioning appropriately. No adverse events or serious injury were reported. This device is not subjected to an advisory population. Additional information was received four years later that a potential connection issue occurred at implant because interrogations were not providing any readings. It was noted that the device will be replaced in the future.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Additionally, ventricle rate regulation (vrr) was tested and observed to operate properly. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately seven years later this device was explanted for normal battery depletion (nbd) and returned for analysis.